Event description:
The pt reported that the pump was unresponsive.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed corrupted data. The pump was found to display a text message alert on the screen, but did not emit an audible or vibratory alarm.